Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: pre-existing conditions:chronic empyema [sic]. Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The customer reported that he tube broke at the female but investigation into their provided information has shown that there was no break or rupture; the catheter separated from the hub. Investigation has shown proper validations in place for the bonding of this component. Additionally, review of our documents shows inspection procedures which should identify/prevent this failure mode from being distributed to customer. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which outlines a list of instructions, warnings, and precautions involved with using this device in addition to figures which show the proper placements of the wire guide and chest tube into the pleural space. The IFU states, "upon removal form package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned and the results of our investigation, the root cause is possibly manufacturing related but without the return of the device, this can not be confirmed. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: suspect device: the customer returned the devices for cases with manufacturer report numbers 1820334-2018-01733 and 1820334-2018-01733 together in the same box. One device returned is 20 french and is 18 french. The customer was asked which device belonged to which compliant. They were unsure. Both cases were originally reported as 20 french devices; however the customer confirmed that the devices belonged to these two complaints. Both files have been updated to reflect this and the investigation was done with both devices together. Therefore, the catalog number, lot number, expiration date and UDI are all unknown at this time. Investigation evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Inspection of the returned products confirmed the complaints, as both tubes had become separated at the hub. There was no evidence to suggest the devices were not manufactured to specifications. The device master record was reviewed and there are adequate controls in place to ensure the devices were manufactured to specifications. The lot numbers of the devices are unknown, so the device history record and complaint history could not be reviewed for the product lots. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. There is no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: break is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported after being implanted since (B)(6) 2018, the thal quick 20f tube broke at the female end. The patient was sent to the ER, however, this device issue had no negative effect on the patient. As reported, possible complications could have included pneumothorax, infection and subcutaneous emphysema.